Event description:
Pt was set up on device to right foot in an interferential pattern because of excessive distal edema. Unit was placed in edema reducing mode and intensity was increased to 50. No sign of electrical current was noted. The intensity was lowered to 0 and all plug-ins were and leads were pushed in firmly. The intensity was increased with signs of current at 33. Treatment time was set for 20 mins. Thirteen mins into treatment, when asked, pt reported pain at treatment area. Intensity reduced to 30 and pain was relieved. No visible sign of skin damage present at that time. At the end of the treatment the electrodes were noted as hot and severe burns were observed. The pt has subsequently been surgically treated for these burns.